Event description:
During a laparoscopic gastric bypass roux-en-y procedure, while using the device with a six-row blue reload (6r45b), during the gastrojejunostomy, the stapler only deployed half of the staples. Additional products were opened which delayed the case about 15 minutes. There was no additional consequence reported.